Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231670e0, model: sc-2316-70e, serial: (B)(6), batch: 7090122.

Event description:
It was reported that following a lead placement the patient began experiencing left knee pain. The patient underwent a lead pull and was doing well postoperatively. The explanted leads will not be returned per facility policy.